Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to a puncture. A new 3.5cm aus cuff was implanted. Additional information received states the puncture was identified during the revision surgery. The physician does not believe the device caused or contributed to the hole. There was a lack of pressure on the cuff due to fluid loss.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to a puncture. A new 3.5cm aus cuff was implanted. Additional information received states the puncture was identified during the revision surgery. The physician does not believe the device caused or contributed to the hole. There was a lack of pressure on the cuff due to fluid loss.

Manufacturer narrative:
Device evaluation: product analysis confirmed a device malfunction. Analysis showed a leak in the occlusive cuff shell. The cuff damage is consistent with wear at a fold.